Manufacturer narrative:
Manufacturer's report date on: (B)(6) 2014. Internal file no: (B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported leakage at the y side medical intervention. No additional pt or event details were provided by the customer.